Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer changed insulin pump battery and pump did not started. No harm requiring medical intervention was reported. Troubleshooting was performed. Insulin pump was not dropped, bumped, exposed to moisture or present physical damage. Customer inserted a new battery into insulin pump and pump started but presenting time limit without battery alarm and battery icon was empty. Customer again remove and inserted battery into insulin pump and pump did not turn on. The device will not be returned for analysis.